Event description:
During a therapeutic vaxcel pasv PICC procedure, the catheter fractured distal to the suture wing. No complications resulted with this event. This device has not been received for eval. Therefore, a failure analysis is not available and the co is unable to determine if the device met its specifications. The co believes user technique and/or pt anatomy may have contributed to this event. However, the co is unable to determine the relationship between the device and the cause for this event. The co's directions for use outline appropriate placement, access and maintenance procedures.